Event description:
Latera implant was loaded into the delivery device. When doctor deployed the implant, it did not deploy out of the tip of the delivery device, but instead got stuck in the shaft of the device.